Event description:
Event description guidant received information that the lead safety switch had been activated due to a right ventricular impedance of 190 ohms. This switched the polarity from bipolar to unipolar. The impedance of 190 ohms and loss of capture were confirmed, so the physician replaced the ventricular lead that day. Capture failure also occurred during the procedure when the new lead interfered with the original lead. As a result, this new lead and pacemaker were implanted on the right side of the chest. The procedure was successfully completed and no adverse patient effects were reported.